Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient made a mistake causing a touch contamination during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient forgot to put the minicap back on and was without the minicap for twenty-four hours. On the same day as the onset, the patient was hospitalized for peritonitis. The patient was treated with cipro (21 day regimen, dose and frequency not reported) and keflex (21 day regimen, dose and frequency not reported), orally for peritonitis. The patient was discharged from the hospital after two days. At the time of this report, the patient was recovering from the peritonitis. The patient was retrained on aseptic technique. The pd therapy was ongoing. Additional information was requested but was not available at this time.